Manufacturer narrative:
Failure analysis stated the insulin pump was received with all buttons working properly no damage on the keypad assembly. No button error alarm. There was no moisture damage found inside the pump. However, unit received with corroded keypad traces. The insulin pump did have a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 190 mg/dl. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.